Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported vai phone call that he was the driver in an auto accident due to a blood glucose level of 20 mg/dl. Customer stated that paramedics responded, then transported him to the hospital. Blood glucose level at the time of the call was 208 mg/dl. During troubleshooting, the insulin pump did not show any signs of malfunction. The device was not replaced or returned for analysis.